Event description:
It was reported that the patient presented during implant procedure. During positioning, it was noted that the right ventricular lead had dislodged. The reported lead was not installed. The patient was in stable condition.

Manufacturer narrative:
The reported event was dislodgement was confirmed. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region. The reported event of dislodgement was isolated to the over-torqued helix consistent with procedural damage. No other anomalies were identified.